Event description:
It was stated that the pump registers downstream occlusion constantly and should return for repair. There was unknown patient involvement and unknown harm/adverse event reported.

Manufacturer narrative:
E1: facility name: (B)(6). B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was returned for repair in used and fair condition. Service history review identified the complaint was not related to a previous service of the device within the review period. Visual and functional testing was performed. Complaint of constant downstream occlusion (dso) was verified when the unit reached 18 psi alarming downstream occlusion repeatedly. Unit had incorrect date and time incorrect and clock battery displaying very low voltage. Replaced dso sensor and main board. Device passed all functional tests.